Event description:
It has been reported that there is a problem with the device.

Manufacturer narrative:
This case is a duplicate of (B)(4) which was opened for a battery only. A MDR was not created for that case. This case will be closed with the investigation completed on (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.